Event description:
It was reported that the device would not turn on. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not turn on. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.